Manufacturer narrative:
(B)(4). Additional information was received stating that this patient presented for a normal follow-up visit ten months after the initial observations were reported. The patient stated the device was emitting tones and system evaluation noted shock impedance measurements were still out of range. All other lead diagnostics were normal. A boston scientific technical services consultant recommended further testing to evaluate this system. Efforts to obtain additional product issue details were unsuccessful. This product issue will be re-evaluated if additional information is received.

Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed the probable cause and troubleshooting measures. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is available at this time. This investigation will be updated should further information be provided.